Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant duplicate glucose (glucm) results generated by unicel dxc 800 synchron clinical system. The erroneous results were not reported out of the laboratory. There was no effect to patients or user.

Event description:
It was reported that during an esophagectomy procedure, the clip was sticking in the jaws of the device then the clip fell out into the patient. It was removed, however, it is unknown how the clip was removed. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned empty and locked out. In an attempt to replicate the reported incident, the device was reloaded with 20 new clips. Upon testing, the device was cycled, fed, and formed the clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.